Manufacturer narrative:
The infusion device was thoroughly evaluated. The soft components of the housing are heavily worn. The snap dome of the up button is contaminated and corroded. The functionality of the up button is not fully ensured due to the contamination and corrosion.

Event description:
The patient reported the up/down buttons of the infusion device are defective. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.